Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 2.25mm x 15mm nc emerge&#59394;balloon catheter was advanced for dilation; however, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded, and there was contrast in the lumen. The device was soaked in a water bath for 1 week. The tip, balloon, markerbands and proximal bond were microscopically inspected. Functional testing was done by attaching an inflation device filled with water to the hub of the nc emerge balloon catheter, where a pinhole was found in the balloon material, on the proximal edge of the distal markerband. Inspection found the rest of the device free of damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 2.25mm x 15mm nc emerge balloon catheter was advanced for dilation; however, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.